Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
It was reported that insulin pump had motor error alarm. The customer's blood glucose was unknown. The drive support cap was normal. The troubleshooting was performed and they were able to clear the alarm and complete the rewind. The displacement test was passed. The device will be returned for the analysis.